Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said the therapy was not helping at the time of the report and that this had started 2 months prior. They reported breakthrough, oily stools and it had gotten worse. The patient said they did see their healthcare provider who adjusted the settings, however it only worked for 2 weeks. The patient also reported the device moves. Patient declined troubleshooting and physician listings while on the call. No further complications were reported or anticipated.